Event description:
It was reported that shortly following the implant procedure, this patient fell and began experiencing diaphragmatic stimulation but did not contact the cardiologist. A month later at a normal follow up check, loss of sensing and loss of capture were noted from this right ventricular (rv) lead. High capture thresholds and increased, but still in range, pacing impedance measurements were also noted from the rv lead. The physician alleged the rv lead had dislodged and attempted to surgically reposition the lead, but the helix would not extend or retract normally. The physician elected to explant and replace with a new rv lead to resolve the event and the patient was stable with no additional adverse consequences. The rv lead is expected for analysis but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure, this patient fell and began experiencing diaphragmatic stimulation but did not contact the cardiologist. A month later at a normal follow up check, loss of sensing and loss of capture were noted from this right ventricular (rv) lead. High capture thresholds and increased, but still in range, pacing impedance measurements were also noted from the rv lead. The physician alleged the rv lead had dislodged and attempted to surgically reposition the lead, but the helix would not extend or retract normally. The physician elected to explant and replace with a new rv lead to resolve the event and the patient was stable with no additional adverse consequences. The rv lead is expected for analysis but has not yet been received.